Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. Customer's blood glucose reading at the time of the call was 580 mg/dl and was treated with an injection. It was noted that the no delivery alarm was resolved by a complete set change. Customer reported symptoms of nausea and headache. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.